Event description:
A 49 yr old white gravida 0 female status post bilateral reduction (was "pd"); per pt history in '87 - apparently had fibrocystic disease. Pt had 3 reductions with recurrent tissue & mastodynia & fibrocystic disease - 06/13/90 had bilateral subcutaneous mastectomies w/"pu" ("sebbin" 210:30)? Bilumens vs underfilled customs for reconstructions subcutaneously she extruded her lt implant 07-24-90. On 09-12-90 220cc she had a replacement with new 200cc "pu" submuscular. On 11-07-90 she had rt submuscular replacement w/new 200cc "pu" because of malposition & impending extrusion. On 03-25-91, she had removal & replacement w/textured expanders secondary to contracture & on 07-15-91 had replacement of these w/gel mcghans (textured). On 07-22-91 the rt was exposed & replaced but lt became exposed & was removed 08-05-91 & then replaced 12-02-91. Due to asymmetry & contracture. 02-19-92 this set was removed & textured mentor salines replaced. The lt deflated oct '97. No history trauma. Complained deformity, asymmetry & significant chest pain. Arthralgias, positive morning stiffness) myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, fevers, recurrent infections, hot flashes, headaches, rt temporomandibular joint disease, visual changes, vertigo, memory problems, sicca, hair loss, oral sores, rashes, sensitivity to sun/cold & chemicals (positive raynaud's) costoctronditis, choking sensation, hypothyroidism, wgt. Gain, gi/gu problems & emotional lability. Otherwise healthy. Bilateral ruptured breast implants.